Manufacturer narrative:
The customer resolved the issue without support from siemens by repeating the same sample on the same instrument. No troubleshooting was performed on the instrument. A sample related issue potentially contributed to the discordant result. The cause of the discordant, falsely low glucose (glu) result unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low glucose (glu) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The same sample was repeated on the same dimension vista 1500 instrument, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low glu result.